Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Information provided by the surgeon indicated, the use of an unapproved cartridge with the iol. Additional information was requested on 06/03/2010 by fax and mail. A completed questionnaire was received on 06/09/2010. During a conversation with the surgeon, he stated, the refractive surprise was due to a formulation error. (B)(4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported, a refractive surprise following intraocular lens (iol) implant surgery. The patient previously wore contact lens, but these had been discontinued two weeks before measurements were taken for the iol procedure. In a follow up, the surgeon reported, the iol did not cause or contribute to the event.